Event description:
A customer reported to their company representative the system is not building vacuum over 350 even when set at 650. This has been happening for a few weeks during surgery. All cases were able to be completed with no impact to the patients.

Manufacturer narrative:
Investigation including root cause is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).